Event description:
It was reported that the gastrointestinal videoscope was insufficiently reprocessed. The scope was reprocessed while mold was present in the water filter of the endoscope reprocessor. The issue occurred during reprocessing and there were no reports of patient harm or injury.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.